Event description:
The customer has reported anomolous temperature readings. No report of injury has been rec'd. The distributor has confirmed that the pt data module cable sensor to monitor connection was broken.